Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced infusion set tubing detached from connector on (B)(6) 2025 . The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.